Event description:
The customer reported the patient stated she opened one box and the catheters were bent and will not go into the bladder. The patient has used these catheters before. They did not seek medical attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.